Event description:
The initial reporter stated that the pump would not hold a charge. They stated that this resulted in an approximately six hour delay of therapy. They stated that the patient was unable to supplement their feeding. Mmdg did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, the pcb had failed which caused the no flow out and load set alarms to fail. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump would not hold a charge. They stated that this resulted in an approximately six hour delay of therapy. They stated that the patient was unable to supplement their feeding. When the pump was returned to mmdg for evaluation, the load set and no flow out alarms did not operate as expected. They failed to alarm. Mmdg did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).